Event description:
It was reported to boston scientific corporation that an advanix rx preloaded bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent in the common bile duct and the guide catheter broke. The stent was successfully deployed, however, the distal section of the broken guide catheter remained within the stent. This distal section of the guide catheter was removed using rat tooth forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advanix rx preloaded bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent in the common bile duct and the guide catheter broke. The stent was successfully deployed, however the distal section of the broken guide catheter remained within the stent. This distal section of the guide catheter was removed using rat tooth forceps and the procedure was completed.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent component was not returned. Visual evaluation of the device revealed the suture to be detached from the push catheter; the suture was also not returned. Visual evaluation also revealed that the guide catheter had detached from the pull wire; the guide catheter portion of the device was not returned. The pull wire was noted to be kinked. The end of the pull wire that attaches to the guide catheter was found stuck in the push catheter lumen. No damage was noted to the push catheter. The condition of the returned device indicates difficulty was experienced during retraction of the guide catheter. As the guide catheter portion of the device was not returned for evaluation, the exact root cause for the event could not be conclusively determined; however, it is likely that deployment difficulty was experienced due to anatomical or procedural factors encountered during the procedure, leading to the noted damages. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.